Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the message ¿performing 2d long film reconstruction popup¿ was retained forever when the foot switch was released before the scan was completed. This forced the user to restart the application to recover. Steps to reproduce were; take 1 successful 2dlfscan, initiate 2nd 2dlf scan and while exposure was going through, release the foot switch (when exposure progress reaches about 10%). It was observed that the result reconstruction progress bar was retained on the screen forever and the green stack light was shown indicating that system was ready for scan. The system had to be restarted to resolve the error." There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, version: 4.2.1 h6: a1102 was coded for the pop up message a0905 was coded for a non-completed spin. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.